Manufacturer narrative:
Extension model 7489, serial # (B)(4), implanted: unknown explanted: (B)(6) 2012. Analysis of the neurostimulator model 7426, serial (B)(4) found no significant anomaly. The battery was not in new condition. Analysis of the extension model 7489, serial (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Continuity was acceptable on both segments. Analysis of the lead model 3389 lot unknown found the #0 conductor was broken at the electrode weld site, 1.6cm from the proximal end. The circuit was open.

Event description:
It was reported the lead 'dysfunctioned', and it was replaced. There was no patient injury. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3389 lot# unknown implanted: 2007-(B)(6) explanted: 2012-(B)(6); lead model unknown lot# unknown implanted: unk explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead model unk, implanted: (B)(6) 2000, explanted: (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.